Event description:
Literature: kato y, matsubara k, akiyama y, et al. Chemotherapy-induced sclerosing cholangitis as a rare indication for resection: report of a case. Surg today. 2009; 39(10): 905-8. Summary: this article presents a case report of a rare case of chemotherapy-induced sclerosing cholangitis (cisc)-related biliary stricture requiring resection in a pt receiving adjuvant hepatic arterial infusion chemotherapy (haic) with 5-fluorouracil plus cisplatin. Reportable event: 11 months after stating haic, the pt began to experience intermittent pruritus and fever with dark urine and concomitant abnormal liver function tests. Computed tomography showed no evidence of cancer recurrence and dynamic CT revealed satisfactory hepatic arterial flow from the left hepatic artery. Magnetic resonance cholangiopancreatography (mrcp) demonstrated a limited but severe stricture in the common bile duct. Endoscopic bite cytology and biopsy revealed no evidence of malignancy. There was no apparent disposing condition. Haic was discontinued and the pt was started on intravenous and then oral dexamethasone. The treatment alleviated the clinical symptoms, and liver dysfunction temporarily, but the pt relapsed with dose reduction for cessation of the drug. After three months of steroid therapy, the pt underwent a second mrcp which showed an intractable but localized common hepatic duct stricture. Endoscopic biliary stenting was technically difficult because of the severe common hepatic duct sclerosis. The biliary stricture was surgically resected. The pt had an uneventful course and was discharged with normal liver function. Postoperatively, the pt had normal liver function without any further issues of cholangitis for 12 months. The pt was free of cancer recurrence for 32 months, since the primary surgery.